Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations and post-laminectomy pain. It was reported that the patient's pain stim device was removed due to a mrsa infection. No further complications were reported.